Event description:
Customer reportedly received the following results on an aviva meter, compared to lab results, within 10 minutes: 82 mg/dl (meter) and 46 mg/dl (lab). Customer did not receive treatment. Customer reported he left the strips in a hot car for an extended period of time. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.